Manufacturer narrative:
Investigation summary: customer returned five 1cc, 8mm, 31g relion syringes in an open poly bag from lot # 7282955. All returned syringes were tested and all samples were able to draw and expel properly without any observed defects. No defects were observed on any of the returned syringes. A review of the device history record was completed for batch# 7282955. All inspections and challenges were performed per the applicable operations qc specifications. There was one notification noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported insulin leaked from a relion® insulin syringe onto a consumer's hand when drawing up insulin from the vial. There was no report of exposure, serious injury or medical intervention.